Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the of the data logs confirmed the occurrence of system fault sf74 and the fault was reproduced during in-house testing. The evaluation determined that system fault 74 was due to a software issue. The software was upgraded to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.